Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the the vpa head has disconnected from arm. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On 19 december 2025, it was reported by the customer that the vpa had disconnected from the arm. Onsite investigation by a stryker service technician verified that the vpa had disconnected from the mounting arm. The technician found that the mounting hardware had become loose, resulting in the vpa head disconnecting. The technician remounted the vpa head according to the vpa service manual resolving the issue. Additional investigation found that the reported product was installed in 2011, exceeding the identified useful life of 10 years for the vpa and chromophare system, as defined in the chromophare user manual. There was no patient impact, patient involvement, or adverse event reported. The most likely root cause is a combination of end-of-life for the reported device and environmental issues resulting in degradation of mount force of the device hardware. This is supported by the field investigation finding no impact damage to the device, no damage to the fasteners or threaded mounting holes, or any other observable damage to the reported device. This does not exceed any thresholds and will continue to be monitored. The reported device has an effective use life of 10 years, as identified in the chromophare operators manual.

Event description:
It was reported that the the vpa head has disconnected from arm. There were no reported injuries or adverse consequences.